Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Event description:
It was reported that patient underwent primary oxford knee surgery on (B)(6) 2013. Revision procedure was performed on (B)(6) 2013 due to suspected tibial loosening. Tibial implant was found to well fixed; anterior impingement was noted. No further information has been received.